Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned to zoll for evaluation. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). Visual investigation was performed and found damage to one of the top cover wire strand. Review of the archive data revealed that on (B)(6) 2016, a stop compressions occurred and the platform displayed a system error message. Additionally, unrelated to the customer complaint, it was noted that a fault 27-encoder fault (speed > 3000 rpm, no unwind) had also occurred on the reported date of event. Functional testing could not be performed since the reported system error message appeared upon powering on the device. To clear the system error, the ap vision software was used to initialize the device and reinstall the firmware. As a pre-caution to reduce the probability of reoccurrence of fault 27-encoder fault, the encoder was replaced. Known good reference batteries were inserted and the platform was tested. The platform functioned as intended with no fault errors. In summary, the primary complaint was confirmed during archive data review and functional testing. The autopulse platform is a reusable device and was manufactured on june 28, 2009. Therefore, this type of issue is characteristic of normal wear for the life of the device.

Event description:
During a response call (on a patient in cardiac arrest), it was reported that the autopulse platform (s/n: (B)(4)) provided compressions for an unspecified amount of time, stopped, and then displayed the system error fault message. The responding crew was not able to restart the device. Ultimately, manual CPR was administered. According to the reporter, the patient eventually regained a pulse. The patient's current outcome however, is unknown.